Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported patient ¿s device quite working. Patient clarified if patient programmer (pp) or ins was not working. Patient noted she saw the ¿regular screen¿ on pp but the device didn¿t turn on and patient couldn¿t feel stimulation. Patient services (pss) attempted to clarify issue several times and inquired patient to connect pp to ins. Patient was seeing poor communication. It was noted the patient saw a ¿plug on the side of numbers¿. Pss attempted to clarify pp screen several times, but patient was very unclear. Pss inquired if there was a question mark between two figures and patient said yes. Pss understood patient saw poor communication screen. It was mentioned patient used an antenna. Troubleshooting included antenna was secured and sync with ins, the poor communication wasn¿t resolved. It was reviewed patient placed pp directly over ins and sync with insr the issue wasn¿t resolved. It was noted the ins recharger was communicated with ins. Patient stated patient charged device this past saturday as patient charged ins every 7 days. Patient connected to insr and stim was on, ins battery was charging with the ¼ blinking and patient had full coupling. Patient noted patient¿s ¿battery was off¿. Pss reviewed several times and patient saw the lightning bold indicating stim was on. It was mentioned patient didn¿t feel the vibrating (stimulation) to patient¿s pain. It was reviewed patient would received replacement part and patient could attempt to communicate and make a change to possibly fell stim. Patient might contact to healthcare provider (hcp) if patient was still feeling concern. It was noted the pp would not interrogate. Additional information later date from patient stated that her stim suddenly stopped working and patient need assistance with what to do with her pain stim. No further complication and event was reported.